Event description:
Boston scientific received information that this patient received shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr) and therapy was exhausted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating the patient was initiated on rate control medications to suppress the af. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations and discussed programming options for this patient. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.